Manufacturer narrative:
Bayer service replaced the power supply and confirmed system functionality. Bayer product analysis received and examined the returned power supply and interface card. Visual examination confirmed that there was a degraded electronic component on the 15v power supply which is consistent with a typical electronic fault. The power supply is centrally located within a metal electronic chassis of the base unit of the stellant injector and is well isolated from the patient and user. Therefore, there is no injury or property damage risk if the fault were to recur.

Event description:
The following information was received from a bayer representative: a customer reported that smoke was seen coming from the base unit of the medrad® stellant CT injection system. No injury or adverse event was reported.